Event description:
The customer reported to vyaire medical that the revel ventilator unit has low peep (positive end-expiratory pressure), low ve (minute ventilation), and low vt (tidal volume). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.